Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 year ago. It was reported that a CT scan showed that there was a slightly calcified area 4 cm distally from the renal arteries and the aneurysm was shrinking in size. The ipsilateral limb is clotted off at the aortic bifurcation and this was attributed to aneurysm changing; however, there appears to be collateral flow or minimal blood flow into the ipsilateral limb. A fem-fem bypass was successfully performed and restored blood flow to the ipsilateral limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: arterial and venous occlusion, calcified area 4 cm distal to the renal arteries. Conclusion: calcified area 4 cm distal to the renal arteries.